Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 583 mg/dl. Troubleshooting was performed. The times on the insulin pump was wrong, so the customer was assisted with correcting it. It was discovered that the insulin pump was sent to a basal pattern of 0.0 units, which the customer believes is what caused his blood glucose to run high. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.